Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone boot on the jaws of the vasoview hemopro 2 came off. The hospital did not report any patient effects. It is unknown if the product will be returned.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical sage and evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. There was a tear observed on the tip of the hot jaw. While we are unable to conclusively determine the root cause, this problem is consistent with the improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review could not be performed as the product lot number is unknown. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).